Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being in the hospital for dehydration, diabetes ketoacidosis, and high blood glucose over 1000mg/dl. The caller stated that he was wearing the insulin pump during the hospitalization, but they took off when he got to the hospital. The customer stated that they wanted to put the insulin pump back on him, but the device has no power and the display was blank. Instructed the customer to check the battery and found that the battery in use was duracell. Advised the caller to clean the battery contacts with a dry cotton swab and to insert a new alkaline battery. Troubleshooting could not be performed as the device had a blank display. No further information was provided.